Event description:
It was reported that a patient implanted with an impella cp suffered from ventricular tachycardia and limb ischemia. The limb was treated by perfusion and fasciotomy, but the patient ultimately expired.

Manufacturer narrative:
The root cause of limb ischemia could not be determined since the product was not returned and insufficient clinical details were provided. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿